Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 109 mg/dl. She felt as if her glucose was low, so she went to the hospital a couple of hours later. The hospital tested her glucose at 45 mg/dl. The customer was admitted and treated with glucose, the customer returned her test strips for eval. Replacement test strips and a new meter were sent to the customer.